Manufacturer narrative:
The tech found the cardio pulmonary resuscitation switch arms are bent. The tech straightened out cardio pulmonary resuscitation switch arms to resolve the issue.

Event description:
Tech alleged that when the cardio pulmonary resuscitation lever is pressed the bed does not flatten out or go into cardio pulmonary resuscitation position. No pt impact.